Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mishandling of the customer or deterioration caused by aging. About breakage, it was confirmed the contents of the instruction manual about shipping products (revision 23) and found the description below. It was judged that the phenomena can be prevented by the description: caution: do not touch the electrical contacts inside the videoscope cable connector. Ccd [charged coupled device] damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had deterioration of adhesive on the distal end. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a gap between acoustic lens and ultrasound probe and a gap of adhesive on the distal end. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to a gap between the acoustic lens and ultrasound probe and a gap of adhesive on the distal end, additional findings were as follows: due to wear of forceps elevator lever, up/down knob could not be locked securely; switch 1 had a cut; acoustic lens was damage; adhesive on bending section cover had wear; connecting tube had a scratch; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.